Event description:
Patient underwent knee arthroscopy and ligament reconstruction with allograft. A metal reamer broke inside the knee joint. All fragments were removed and this was confirmed by fluoroscopy.